Event description:
This lead remains in service but it was reported that it was repaired. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).